Event description:
The account's purchasing dept reported an overinfusion during pt use. The medication was heparin and it was infusing at 7cc/hr. The nurse reported that she noticed the drip chamber flowing a "solid stream". No pt injury or need for medical intervention was reported. Purchasing did not have an info regarding pt demographics or diagnosis, which channel was in use, concentration of medication, set up of pump, or amount believed to have overinfused. No additional contact names were available.